Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and an image appeared to show the device deformity. However, it could not be confirmed as there was no shape of device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and 9f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder was chosen for implant. During procedure, the left disc of the device deformed and appeared to be shaped like a balloon. The device was removed from the patient prior to release from the delivery cable. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a second 20mm amplatzer septal occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse consequences to the patient. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.